Event description:
It was reported that the "anesthesiologist performed a percutaneous sheath introducer (psi) insertion, stating that nothing changed from the usual technique. Upon removing the guidewire after insertion, it was found to be fractured (kinked) but intact. The patient's condition was critical prior to the insertion of the introducer sheath; he is a patient scheduled for cardiac surgery." There were no reports of patient injury, harm, adverse health consequences or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).